Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to disassociation. The humeral stem and humeral tray were noted to be loose during the revision. The humeral bearing, glensophere, humeral stem and humeral tray were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure... Failure to properly align and completely seat the components together can lead to disassociation." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-01753 / 01756).